Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Device interrogation showed over-sensing on the right ventricular lead. No symptoms or revision were reported.

Event description:
Additional information received indicated that the right ventricular lead was explanted and replaced on (B)(6) 2020. The patient was stable throughout.

Manufacturer narrative:
Supplemental reported needed to address additional surgery sustained by patient.

Manufacturer narrative:
Internal insulation abrasion was noted at 8.4-9.1 cm and 10.3-10.4 cm from the distal tip.. The etfe coating was intact at these locations. Internal insulation abrasion was also noted from 9.3-10.0 cm from the distal tip which abraded the inner coil lumen. Additionally, external insulation abrasion was noted at 36.0-36.2 cm from the distal tip consistent with lead friction to the ICD can. The etfe coating was intact at this location.